Event description:
Operating room reports that the echelon 60mm staple line reload handed up to field loaded into 60mm 440 echelon stapler and would not fire. Upon inspection, found reload missing firing mechanism.